Event description:
The complainant reported that the pump is not delivering any feed. 250 ml was hung and set to deliver at a rate of 125 ml per hour for 2 hours. After two hours, there was still 250 ml left.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same as or similar to a device, list number 55239, that is marketed in the u.s. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.